Event description:
It was reported that hospital "had a patient that had 2 duodenal avms, for which the touchsoft probe was used. The settings were appropriate, with it being on soft coag. And at 30-40 watts. The coagulation appeared to be appropriate. The patient was discharged, and a day later was having abdominal pain. The patient had a duodenal perforation requiring surgery." Upon follow-up, the hospital explained, two days after the surgery, the patient called the doctor complaining about pain. The patient returned to the hospital, and the doctor found an infection in the duodenum. The patient was admitted to the hospital where a CT scan was performed, and a perforation was found. The patient was taken to surgery and then was admitted to the ICU, where the patient remained for six weeks until passing away. In addition, the hospital representative stated that the patient had several other co-morbidities and did not know exactly what caused this event to happen. The hospital representative stated that the doctor did not think that the probe contributed to the patient's passing but cannot rule it out. Avms were 2 small, nonbleeding angiodysplasias located in the second portion of the duodenum. Touchsoft probe settings used were 30, increased to 40 during treatment. No abnormalities were noted during treatment. Patient also received biopsy of 10mm nodule in duodenal bulb. Perforation was located in third portion of the dudenum per operative report.

Manufacturer narrative:
Manufacturing records could not be reviewed as the facility was not able to provide lot information for the device involved in the event. Per the description of the procedure provided by the facility, generator settings used were within the parameters recommended in the IFU.